Event description:
History of long standing a-fib & chf in 1991 pacemaker placed. Followed by cardio-care. Last month noted episodes of weakness followed by mild dizziness. Documentation by cardio care in jan of undersensing of pacemaker. H & p EKG demonstrates over and under sensing of pacemaker, due to insulation failure. Tested and failure confirmed during operation to replace leads. Pulse generator replacement elective.